Manufacturer narrative:
Medtronic received additional information that there was a sudden increase in pressure shortly after the start of the heart-lung machine (hlm). It was so obvious that after a few minutes a full flow was no longer possible. The pressure stopped at 500mmhg, pre-oxygenator. The pressure behind the oxygenator remained normal. Heparin was used for anticoagulation and it was checked by the act instrument. It was recorded at greater than 400 seconds. Since the incident occurred immediately, the temperatures were within the physiological range. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that during the beginning of bypass, a high flow resistance was observed on this device. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.